Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump stopped while hooking up to the patient, and the nurse was unable to turn the pump on. It was reported that the remaining volume was good for 24-hour infusion. No patient injury reported.